Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted multiple error codes were recorded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message and the pump was unable to run. The pump was opened and inspected. The inspection found that the latch lock spring had become entangled in the expulsor cam of the pump. This most likely caused erratic motor feedback to the main power board. The latch spring was reassembled to the correct location allowing the pump to run. It was then possible to download the event logs and test the pump. The event log verified that the event occurred. The pump sensors were verified as functional and within specification. The latch lock spring and rear housing were repaired and the pump software was reloaded. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the latch lock.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.